Manufacturer narrative:
After initial email contact customer service emailed the customer common troubleshooting tips for milk backup. Upon subsequent contact on (B)(6) 2021 customer service conducted troubleshooting with the customer, including disassembling, inspecting, cleaning and reassembling the kit and tubing set; verifying correct kit components were being used, washed, and dried according to our instructions for use; and verifying correct breast shield fit. The troubleshooting did not resolve the issue. A pump in style advanced breast pump was sent to the customer and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2021, the customer indicated that her mastitis was diagnosed by both her primary doctor and obgyn and was prescribed an antibiotic, but it was now resolved. She indicated that the replacement pump was still not working for her and she was using a medela sonata and freestyle flex she had borrowed from a family member. The device was returned with the customer's parts and accessories and was evaluated on 10/05/2021. The device passed suction and cycle specifications, although it was noted that there was residue on the motor chassis, manifold, aggregate, and the motor eccentric was out of specification. The customer's report of low suction could not be confirmed. Based on the results of our internal investigation (reference number ca11-001),it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother's mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2021 the customer alleged to medela llc via email that her pump in style maxflow breast pump had milk backup occur twice within the two week span she had been using it. On (B)(6) 2021 the customer called in to medela llc and alleged the pump in style maxflow breast pump was not expressing her breast milk and she was struggling with clogged ducts and mastitis.